Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator immediately when powered on experienced "vent inop, motor fault, low pip and low ve" alarms. The customer performed transducer calibration tests and all passed. Customer replaced the power circuit board, driver and turbine. The problem was not corrected. There was no patient involvement associated with the reported issue.

Manufacturer narrative:
The reported complaint was confirmed through the events log and not duplicated during functional check.